Event description:
It was reported by the rep that the device was used during a laparoscopic abdominoperineal resection. It was reported the ax55b was fired and the staples did not form. Several staples are in a bag in the package. Another device was pulled and worked fine. There was no consequence to the pt.